Event description:
During device preparation, the catheter was connected to the ensite system and the message displayed "contact force catheter is intended for single use only". The catheter did not show contact force measurements and the catheter was unable to be zeroed. The catheter was reconnected which did not correct the issue. The catheter was replaced which resolved the issue. The procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.